Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging an occlusion (frequent/persistent) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/29/2016 with the following findings: a review of the pump black box revealed occlusion alarms. The force at the time of the occlusion was high. The rewind, load and prime steps were performed successfully with no alarms. The force sensor calibration passed within specification. The pump was exercised for 24 hours with no occlusions occurring. Unrelated to the original complaint, the battery compartment was observed to be cracked from the top traveling through the bumper. The bolus button was found to be torn but still operable and when the pump powered on, the display appeared dim and discolored. (B)(4).